Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient has twiddlers syndrome which resulted in the twisting of the device and twisting of the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that presenting data from this system displayed a wandering baseline, noise and an inappropriate untreated episode. A boston scientific technical services consultant recommended further troubleshooting and noise was observed when the patient went from sitting to standing. The caller acquired a new reference template in secondary vector and was going to discuss the clinical observations with this patient's physician. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.